Manufacturer narrative:
The device was received and is in the process of being evaluated. A follow-up MDR will be submitted upon completion of evaluation.

Event description:
The nurse (rn) of a home patient (hp) contacted a technical service representative (tsr), and reported the hp felt overfilled with fluid at the end of fill 2 during therapy using the homechoice (hc). The event was reviewed over the phone with the tsr, which revealed the hp felt uncomfortable at the end of fill 2 and placed the cycler into a manual drain. The hp reportedly removed 4000mls of fluid during the manual drain, which was 1500mls greater than the fill volume of 2500mls. The hp subsequently discontinued apd therapy for the remainder of the night. The rn reviewed the patient's charged prescription with the tsr, which revealed the hp's cycler was expected to be programmed as follows: tidal therapy, total therapy volume = 1000mls, fill volume = 2500mls, tidal volume = 90%, total ultrafiltration = 1000mls, last fill volume = 300mls. The initial drain alarm setpoint was unknown. The hp related to the rn that no alarms had occurred during the therapy and she did not think that any manual capd exchanges had been performed prior to the start of the apd therapy. The actual therapy parameters that were on the cycler at the time the patient felt overfilled is unknown, since the rn provided only the expected program parameters from the hp's chart. The rn was unsure if any bypasses or other actions may have been taken by the hp during therapy that could be related to the hp feeling overfilled. The tsr subsequently swapped the hp's device. There was no patient injury or medical intervention indicated at the time of the reported incident.